Event description:
It was reported that the patient presented at the clinic with hiccups. Pacing threshold increase, lead impedance increase, and lead dislodgment noted. The lead was explanted and replaced. No patient complications were reported as a result of this event.